Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check fail and had dislodged. Unusual pacing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.